Event description:
Multiple treatments were performed in a heavily calcified, tight ostial circumflex artery using a diamondback 360 coronary orbital atherectomy device (oad). When nearing the end of the treatment, while in the ostium, difficulty was experienced advancing distal to proximal. When the crown was at the distal end of the lesion, separation of the driveshaft at the crown was observed. An unsuccessful attempt was made to pull the oad. The viperwire advance guide wire was then used to remove the entire system including the driveshaft fragment. The vessel was rewired and balloon angioplasty and stent placement were performed to complete the procedure. The patient experienced no consequences as a result of this event.

Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi. Visual examination revealed the guidewire was engaged in the oad and fractured distal section. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. This can occur when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. The exact root cause of the reported event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).